Manufacturer narrative:
Bd had not received samples or photos from the customer. Facility for evaluation; therefore, the investigation was limited. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had erroneous results. No serious injury medical intervention.